Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available. Internal ID #: (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis orbic system. The system crashed three times during an interventional patient procedure. The unit had to restarted after each crash prolonging the operation time. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in china.

Manufacturer narrative:
The investigation was for the reported issue was completed. An in-depth and verifiable analysis of the reported issue was not possible due to the customer no providing log files or further necessary information. Due to the above circumstances, the problem described in the complaint was evaluated based on the available information and expert opinion. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.